Event description:
It was reported that a patient was experiencing noise on the atrial lead. The lead was explanted. Patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.9-8.1, 30.5-31.0, 37.4-38.5, and 42.8-43.1 cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.